Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 36 and 48 hours. The patient was admitted into the emergency room on (B)(6) 2023. The patient was diagnosed with cellulitis with an abscess. The patient was treated with antibiotics through an IV and had their abscess drained. The patient was prescribed clindamycin to take 4 times a day for 10 days and doxycycline to take 2 times a day for 10 days. The patient was released 5 hours after being admitted. The pod was removed before arriving at the emergency room. The patient has discarded the pod. The patient reported they do not use the product anymore.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.